Event description:
An issue was reported regarding incorrect time and date settings on the customer's pump. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support to update the time and date on the pump and was informed that an incorrect date does not affect insulin delivery but may affect uploads and reports. Technical support advised the customer to monitor for any recurrence of a time discrepancy greater than five minutes and to follow up if needed.